Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the company specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Upon additional follow up, reporter indicated the patient issues have resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a case of inflammation five days post photo refractive keratectomy (prk) in the right eye. Patient complains of hazy vision. Additional information has been requested.